Event description:
The complainant reported that the automated impella controller (aic) has system self-check failed error. There was no reported patient involvement.

Manufacturer narrative:
The automated impella controller (aic) was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.